Event description:
In (B) (6) 2009, the pump's elective replacement indicator (eri) read 24 months. On (B) (6) 2009, an eri occurred and end of life (eol) was noted to be (B) (6) 2009. The pt was asymptomatic. The plan was to replace the pump. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication ((B) (6) 2009).